Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp reported they had ran one sequence for a spinal MRI with the patient because they mentioned they didn't have an ins and stopped the scan when they realized the patient had something implanted. The patient received a scan for back issues. The patient hasn't reported any symptoms or device issues following the MRI scan. It was reviewed that heating is a concern, that it doesn't necessarily occur right away, and if the patient notices anything with their system or changes to stimulation, they should see their managing hcp. Hcp mentioned the patient said they need to self-catherize 2x/day for the past 10 years. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-07-06 reporting that urinary retention was a pre-existing symptom for the patient and that self catheterization is standard of care for the patient. The back issues were reported to be unrelated to the system. No further complications were reported.